Manufacturer narrative:
Additional information was provided in sections h.6., and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during phacoemulsification step of cataract surgery an ophthalmic operating system exhibited little to no aspiration flow. The aspiration flow was set and went a little better. The system that was supposed to maintain the pressure in the anterior chamber of the patient's eye (unknown) did not work, caused the eye to collapse. The surgery was completed on the same day. It was also reported that during surgery it was painful for the patient and it took longer to complete it. The patient had a check-up the following day, the anterior chamber was not under pressure and a bandage lens was inserted as an intervention. The patient was prescribed with additional medication and advised to undergo extra check-ups. The current condition of the patient was not improved from the reported events. This report pertains to ophthalmic system involved in this reported event.